Manufacturer narrative:
The device was not received for evaluation and no imagery was received for review. The reported event was unable to confirmed due to unavailability of relevant imagery and information. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. As reported, 26mm sapien valve was deployed without issue. During removal of the stent, it became trapped behind the struts of the sapien valve. The valve balloon was readvanced and a post dilatation was done to the sapien valve to further trap the undeployed coronary stent behind or outside the sapien valve. The edwards delivery system and sheath were removed without any complications. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. The valve was properly implanted. It is likely that the maneuver to remove non edwards device relative to the deployed valve landing zone resulted in the stent placement between the deployed valve and annulus, requiring valve post dilation to secure the stent in place. As such, available information suggests that procedural factors (maneuvering of non-edwards device relative to deployed valve) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards lifesciences affiliate, the left main coronary artery (lca) was protected with a wire and coronary stent due to anatomy. The 26mm sapien valve was deployed without issue. During removal of the stent, it became trapped behind the struts of the sapien valve. The valve balloon was re-advanced, and a post-dilatation was performed to further trap the undeployed coronary stent behind/outside the 26mm sapien valve. The edwards delivery system and sheath were removed without any complications. The patient was stable the entire procedure and was not converted to surgery.

Manufacturer narrative:
Investigation is underway.